Event description:
(B)(6) study. It was reported that the patient developed bradycardia. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The patient was on a prior regimen of aspirin at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty according to the instructions for use (IFU) and subsequent deployment of a 27mm lotus edge valve in the correct anatomical location. Post procedure event summary: two days post index procedure, the patient was diagnosed with bradycardia. No action was taken in response to the event. The patient was discharged home with no services the same day.